Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/05/2020. A manufacturing record evaluation was performed for the finished device lot phz410, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a radical mastectomy on (B)(6) 2020 and suture was used. During the procedure, the suture broke after sewing two stitches. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.